Event description:
It was reported that the event involved a male pt while in the cardiac surgery intensive care unit (csicu). After the intra-aortic balloon (iab) was inserted through the sheath via the femoral artery successfully, the md called engineering and reported that an intra-aortic balloon pump (iabp) in use was alarming high base line; the user suspected a helium leak. Lines were inspected and its replacements were all fine. Reduced capacity to 35 cc and still had the same fault. The engineer rushed to the csicu and observed the pump to have abnormal loud sounds and a high base line alarm. The display read "system error 3" and "possible helium leak." As a result, the engineer switched the pump out for another one successfully and the therapy was able to continue. Afterwards engineering replaced the valve and the pump worked properly. As confirmed, the pump and valve were both malfunctioning. No delay or interruption in therapy was noted. There is no report of pt death, complications or injury. The pt outcome is the pt is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.